Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported endophthalmitis after the surgery. The cause of the endophthalmitis was due to the lack of instrument wipes as it was no longer provided in the pack. Additional information has been requested, however none has been received till date.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation, therefore the condition of the product could not be verified. A review of the pak's bill of materials (bom) could not be reviewed as the customer did not retain the pak information. The root cause of the customer's complaint could not be determined. No contributing factors could be identified that could cause the customer¿s experience. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Custom pak and the components inside of the paks are single-use items provided to the customer in a sterile manner. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).